Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set under infused. The patient was receiving an infusion of atezolizumab running at 290ml/hour with a volume to be infused of 290ml. During the infusion, ¿several downstream occlusion alarms and an air in line alarm¿ were observed. After the infusion was completed; approximately 30ml remained in the bag. The unspecified pump was reprogrammed and the remaining 30ml was infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.